Event description:
The customer observed that the ict module had expired (B)(6) 2023 but did not turn yellow or alert them on (B)(6) 2023 when they changed the module. The customer says the override was not on. The issue occurred on the alinity ci-series system control module (scm), (B)(6), with alinity ci software version 3.4.0. There was no impact to patient results or patient management.

Manufacturer narrative:
Continued information for section h9: 3016438761-10/31/23-002-c. Further investigation into this issue found this incident may have been impacted by an issue identified in alinity ci system software v 3.4.0 or below, where when the warranty limit of 20,000 tests for an ict module is exceeded before the expiration date, the user interface does not display an expired status for the ict module. The issue has the potential to generate incorrect results. Abbott is releasing alinity ci software version 3.5.0 to correct the issue and enhance the overall system. A product correction letter was issued on 30may2023 to all alinity customers who have installed alinity system control module (scm), notifying them of the issues in alinity ci software versions 3.4.0 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to alinity ci series to software version 3.5.0 as well as the necessary actions until software version 3.5.0 is installed.